Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The device was failing operational check due to "battery fail - need calibration." There was no reported patient involvement.